Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure event on (B)(6) 2026 as the infusion set fell off during use for four infusion sets. The hyperglycemia was treated with a correction injection via multiple daily injections.

Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.